Event description:
It was reported that a 45-year old caucasian female patient underwent primary breast augmentation with two 340cc mentor memorygel breast implants and suffered left breast capsular contracture (baker grade iii), post-operatively. The breast has pain, firmness, and implant malposition. The patient was also diagnosed with a soft and mobile right breast and bilateral breast ptosis. As a result, the patient has been scheduled for breast implant removal and replacement with gel implants on (B)(6), 2022. This medwatch form is for the right breast prosthesis. Complications on the left breast have been reported under mrn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On september 30, 2022, the mentor failure analysis lab received the device for evaluation. On october 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 340cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On october 17, 2022, mentor received additional information indicating that the patient's replacement devices were 250cc mentor silicone implants. In addition to the removal and replacement, the patient also underwent left breast capsulotomy/capsulectomy and bilateral mastopexy.